Event description:
The customer reported erroneous high ise (ion selective electrode) patient results for sodium (na), potassium (k) and chloride (cl) generated on ten (10) to twenty (20) patient samples involving the au5800 clinical chemistry analyzer. The erroneous results were not reported out of laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the au5800 clinical chemistry analyzer. The fse determine the ise (ion selective electrode) buffer valves were the cause of the issue. The fse replaced ise buffer valves which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).